Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.586" x 0.084 was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) stating: it appears that the blade and the clamp arm with the teflon pad might be misaligned with respect to each other. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the harmonic ace instrument was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that both the blade and the teflon pad were not broken off/detached from the shaft. The instrument did not collide with any other instruments or other hard materials during the surgical procedure.